Event description:
A catheter fractured was reported. It was noted that the catheter had broke at the spine. The patient experienced loss of therapy. A catheter revision was done (B)(6) 2012. The revision was noted as having went well. The pump delivered baclofen.

Event description:
It was later reported that the patient experienced spasticity. A CT scan and dye study were performed. It was noted that the patient was doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date updated. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported when the pump was first put in, the catheter was cut at the incision point due to a staple being put in when they closed the patient up. On (B)(6) 2012, the catheter was repaired; they had to search for and find it and repaired the catheter. The dosage was increased because the patient didn't respond to the setting with the pump or bolus. The patient had considered tapering down and electing to remove the pump. When the patient got their deep brain stimulation (dbs) on (B)(6) 2013, they started trying to taper the pump down, and the patient started increasing in pain. No further patient complications were reported.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n297280010, implanted on: (B)(6) 2011, explanted on: unknown. 8835 personal therapy manager: serial # (B)(4). (B)(4).